Event description:
Gyrus sheath cat #ce0344 tip broke off while in use on a patient. Could not be removed through sheath. Patient required open surgical procedure and hospitalization as a result of the product failure.